Event description:
It was reported that the pt expired recently. It was noted that the pt's death was not device related. The pt's cause of death was not reported. No additional details were provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available.